Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the reported two screwdriver shafts was found distorted during explant surgery. The screwdriver shafts did not hold recess of screw well. There was 30 minutes delay in the surgery. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The received condition of the device is worn. Some dark-colored use marks are visible. It is likely that the observed slight damages occurred when slipping away from the screw recess with the shaft. Careful insertion and working according to the operations manual is required. Before surgery the condition of the device should be checked and if needed, a new device should be used. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.